Event description:
Patient developed blisters and skin tears while arctic sun pads in use. Blisters developed first on the right thigh, then later on the left thigh. Arctic sun sent to bio-med for evaluation. Second reported incident.